Event description:
The customer stated that insulin leaked from the reservoir into the insulin pump's reservoir compartment. The reported blood glucose reading was 102 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.